Event description:
On (B)(6) 2025, during an exercise stress test the cardinal health kendall 850 foam electrodes 22580 were being utilized. During the test, the electrocardiogram (EKG) electrodes caused too much artifact during exercise stress test. The patient had changes in EKG in recovery, and you couldn't see during test due to artifact. There have been multiple reported issues related to artifact and these electrodes being used during exercise stress testing. Will be switching to another cardinal product (395s & 450s).